Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the breakage of the nail occurred through the nail shaft approximately 95 mm below the proximal end and through the elongated distal locking hole. The turquoise anodized nail was made of titanium alloy. The examination of the raw-material inspection sheets of the suppliers and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implants was in compliance with the international standards. The dimensions of the nail were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and specifications. Macroscopic lines of rest were documented on the proximal fracture surface of the nail as well as on the fracture surface (head-end) of the screw and are a sign for a fatigue failure. When examining the proximal fracture surface and the fracture surfaces at the distal end of the nail using scanning electron microscope (sem), the initial fracture areas and the fracture behaviors were identified. At the proximal end, the crack started at the lateral side of the nail and ran into the material. After breaking, the two nail fragments rubbed against each other causing some destruction of the fracture surface (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zone and over a sizeable area. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surface then merged into a mixed fracture, containing fatigue striations and dimples and finally ended in a residual forced fracture zone indicated by dimples. The fracture surfaces at the distal end of the nail showed fatigue striations at the crack propagation zones and over approximately 50% of the fracture surfaces. Furthermore, the fracture surfaces revealed mixed fracture, fatigues striations and dimples. Sem observations and findings showed that the failures of the nail were caused by fatigue and overload. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a proximal femoral nail anti-rotation (pfna) nail implanted on (B)(6) 2014. In (B)(6) 2015, it was noted that the nail was broken. The patient also had some hip pain. The patient did not report a fall prior to this. The nail was shown broken via an x-ray. On (B)(6) 2015, the patient had a revision procedure to remove the pfna nail and implant an expert asian femoral nail (a2fn) recon nail. It was reported the screws were also broken and there was a surgical delay of twenty minutes. The patient¿s condition is reported as stable. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Pt weight: unknown. Date of event: unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient height reported as 159cm. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown ¿ event reported as possibly occurring in (B)(6) 2015 (onset of pain). (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.